Manufacturer narrative:
The reported complaint that the autopulse platform sn (B)(4) displayed a "system error, out of service, revert to manual CPR" error message upon power-up was confirmed during initial functional testing and archive data review. The system error was cleared using apvision3 software. Upon visual inspection, unrelated to the reported complaint, noticed a cracked top cover and encoder cover, likely caused by user mishandling such as a drop. The top cover and encoder cover needs to be replaced to address the observed physical damages. The archive data review showed the occurrence of system error - user advisory (ua) 132 (internal watchdog timeout) on the customer's reported event date, thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device; thus, confirming the reported complaint. After the system error was cleared using the apvision software, the autopulse passed the initial functional tests without any fault or error. The service was not performed because the customer declined the repair. The platform will be returned to the customer unrepaired and labelled "not for clinical use". Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, the autopulse platform sn (B)(4) displayed a "system error, out of service, revert to manual CPR" error message upon power-up. No patient involvement.